Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staples were missing resulting in a rectum extirpatio and a colostomy. The surgeon used cautery to stop the bleeding. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
2/9/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was not confirmed.